Event description:
During an aneurysm embolization procedure, it was reported the guidewire (provided with the balloon sys) unraveled and stretched while manipulating. The guidewire was reported to have separated in the distal section. No pt injury reported.

Manufacturer narrative:
The device was rec'd in two segments. The guidewire broke at approx 187 cm from the proximal end. Analysis of the cross section showed the guidewire broke due to repeated bending at the break point.